Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic gastric bypass, the patient was returned to the operating room and the surgeon was forced to operate the patient again because of a fistula. The patient incurred a temporary injury.